Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) =150 ms average v-cycle on (B)(4)-2010 15:01:26. V-sic (ventricular short interval count)=34.8 counts avg/day, in 0.95 day, between (B)(4)-2010 11:31:14 and (B)(4)-2010 10:16:48. 1 - patient alert for lead failure predictor on (B)(4)-2010 14:02:56.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. One - ventricular nst (non-sustained tachycardia) =150 ms average v-cycle on (B)(6) 2010, 15:01:26. V-sic (ventricular short interval count)=34.8 counts avg/day, in 0.95 day, between (B)(6) 2010, 11:31:14 and (B)(6) 2010, 10:16:48. One - patient alert for lead failure predictor on (B)(6) 2010, 14:02:56. The proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), there was a white substance on the outer insulation and the outer insulation had a cosmetic depression.

Event description:
It was reported that the patient's lead integrity alert was triggered because of t-wave oversensing during fast polymorphic ventricular tachycardia episodes and multiple non-sustained tachycardia episodes. It was further reported that there was also noise. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's lead integrity alert was triggered because of t-wave oversensing during fast polymorphic ventricular tachycardia episodes and multiple non-sustained tachycardia episodes. The lead is still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient's lead integrity alert was triggered because of t-wave oversensing during fast polymorphic ventricular tachycardia episodes and multiple non-sustained tachycardia episodes. The lead is still in use. No further patient complications have been reported as a result of this event.